Manufacturer narrative:
Other relevant device is: etlw1616c82ee, sn: (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that there was a type iii or IV endoleak at the time of the index. Both limbs were relined but the event did not resolve. The physician stated that a cause could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the returned angio's were poor in quality, so a complete assessment of the endoleak cannot be performed. The angio's showed possible blush type contrast within the aneurysm sac along both sides of the stent graft, near the flow divider. The source or cause of this contrast seen cannot be conclusively determined. Although a type iii endoleak cannot be ruled out, this appears to be a likely type IV transgraft endoleak caused by graft porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. Pre-implant anatomy information and films that showed the relining of the limbs bilaterally were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.